Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's ins not working was not determined. The patient was sent a new charger, and the unit is still not working. The issue has not been resolved at this time as the patient is still waiting for an appointment with their doctor. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient said the ins hasn't worked for a while. No further complications were reported. No patient symptoms were reported.